Manufacturer narrative:
The returned lead was only available in fragments. The lead had been cut into pieces about 13 cm distal of the is-1 connector pin. Both fragments of the lead were returned for analysis. It is likely that the lead was cut during the explantation. It was noted that the insulation of the lead body was massively damaged by squashing about 45 cm distal of the is-1 connector pin. Damage to the coating of the rope conductor to the ring electrode could also be seen at that site. The observed damage manifestation is with high probability the cause of the sudden drop of the pacing impedance. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress due to the subclavian crush syndrome. Other damages, such as cuts in the insulation, are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was explanted due to a sudden drop in pacing impedance of <200 ohm 42 months after the implantation. Removal of the lead proved to be difficult because of the partial thrombosis of the vessels and the narrow subclavicular passage. A new lead was implanted. No deterioration of the patient&#62688;state of health was reported. The lead is currently undergoing analysis.